Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via a correction bolus. Reportedly, the customer suspects "insulin may have been left out too long". However, customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.